Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was in 40 mg/dl and was treated with food. The customer reported that they did not receive a calibration not accepted alert. The customer stated that the insulin pump was giving sensor updating alarm for past couple of days. The customer was experiencing low blood glucose for early morning of (B)(6) 2019. The customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer does not use auto mode. The insulin pump will not be returned for analysis.